Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed, and the complainant¿s experience could not be replicated, or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends, and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report reflects the combined initial and follow-up report.

Event description:
Procedure performed: lap sleeve. Incident description: complaint 1 of 2 (B)(4); complaint 2 of 2 (B)(4). There was no generator error, but the device malfunctioned. This was partially into the case. Surgeon described the device as filling the abdomen with a lot of smoke, charring up, and ¿not sealing¿. In both cases he stated that he had ¿significant bleeding that took significant time to rectify. He then stated his concern for patients and said that the device is not good enough. The hospital did not make me aware of these problems ( second cer to come), but surgeon believes they have saved the devices. I have been trying to locate the handpiece, and haven't been able to. Was waiting to submit cer in case device was found. It was not. Surgeon has now converted back to competitor device. Patient injury: no patient injury.